Event description:
It was reported that there was a volume discrepancy problem, the actual residual volume was greater than the expected residual volume. According to the pt, there was "90% of the medication was in the pump at yesterday's refill." There was reportedly an issue with the pump and the personal therapy mgr. The device was not having any symptoms because he was on oral methadone. The drug used in the pump at the time of the event was hydromorphone. Additional info has been requested; a f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).